Event description:
In 2006, a patient had an xact stent successfully placed into his left internal carotid artery. About 45 minutes post-procedure, the patient experienced sensations in his throat and mouth, including complaining of "marbles in my mouth." A hematoma was noticed on the left side of the patient's neck. The patient was returned emergently to the catheterization laboratory and angiogram revealed a tear with blood leakage at the lateral distal margin of the stent. The tear was sealed with a graftmaster stent graft and the patient was intubated prophylactically. The patient returned to the medical unit in stable condition, and the hematoma was soft. No surgical exploration or intervention was recommended for the hematoma. It was also reported that a pharyngeal tear was noted during the repair procedure. The patient received a tracheotomy and remained in the hospital for approximately one and a half weeks.

Manufacturer narrative:
H10: the device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow up report.